Event description:
The day after the index procedure the patient experience a non q-mi related to the target vessel and then suddenly died. The death was classified as cardiac. In 2004, the patient was admitted into the cath lab where angiography revealed 2-vessle disease. The first lesion was a 90% stenosed type b1 mid left anterior descending. The lesion was pre-dilated with a 3.0 x 15mm balloon at 4atms. A 3.5 x23mm bx sonic stent was placed at 12 atms. The second lesion was a 90% stenosed type b1 first diagonal. The lesion was pre-dilated with a 3.0 x 15mm balloon at 6atms. A 3.5x 18mm bx sonic stent was placed at 18 atms.

Manufacturer narrative:
An autopsy was not performed. Additional information will be submitted upon 30 days of receipt.